Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician's office on (B)(6) 2013 stated that no complications were reported by the patient. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.